Manufacturer narrative:
The reported complaint has been confirmed. When tested the error message ¿motor stall¿ is displayed after 6 seconds of operation and becomes warm to the touch. Further inspection has found that the motor has seized and will not rotate. The complaint investigation has concluded that this unit has succumbed to expected wear and tear and is in need of non-warranty repair.

Manufacturer narrative:
(B)(4).

Event description:
During a knee arthroscopy, it was reported by the staff that the handpiece suddenly became very hot to the point where the surgeon had to drop it on the floor to avoid burning his hand. The procedure was successfully completed with an available backup device after a five minutes procedural delay.